Event description:
Information was received that during patient use, the ventilator kept alarming. The nursing staff checked and found the cuff was leaking. Tracheostomy tube was changed out and the incident was reported to be resolved. No patient injury occurred.

Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.